Event description:
This css console was not supporting a patient. The customer reported that there were some segments (black lines that make up the number) missing from the vacuum display on the css console. In addition, the vacuum display's value did not change when the vacuum was activated. This alleged failure mode poses a low risk to a patient because the issue was observed when the css console was not supporting a pt. In addition, it would not prevent the css console from performing its life-sustaining functions. The css console will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.